Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was removed for having reached eri. During the replacement procedure, an abnormal decrease in pace/sense impedance was identified. The lead was removed from service.